Manufacturer narrative:
The cycler was returned for evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed fill and drain volume values were within the tolerances. The drain times were within the time specifications for a liberty cycler. A second simulated treatment was performed and completed without any failures or problems. The drain times were within the time specifications for a liberty cycler. The cycler weighed fill volume values were within tolerance. Cycler programmed displayed fill and drain volume values were within the tolerances. Mechanical testing was performed and all passed. There were no discrepancies encountered in the internal inspection of the cycler. The iipv event was not confirmed by testing. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported a large drain during treatment. Drain 6 of 6 was 5,261 ml with an expected drain of 2,407 ml. The cycler was replaced. The patient reported he had discussed the event with his nurse. During follow up the patient's nurse reported that the patient did not require any medical intervention and did not have any adverse event due to the overfill. She was aware of the cycler replacement and reported that the patient's physiology is the cause. The patient is a very positional drainer. On his left side he drains well but on his right side he does not drain well. He is a larger man and has not had any injury associated with the large drains. He has a history of abdominal surgery with significant internal scarring from a "field" appendectomy. The positional draining has been a recurring problem. She has trained the patient to sleep with pillows in place to alert him or wake him if he changes position while sleeping. His catheter positiong was checked and it is in the best place possible for his situation. The reported large drain of 5,261 ml was 219% over the expected drain volume which resulted in a reportable device malfunction. Treament data: cycle fill drain ultrafiltration 0 0 2282 282 1 2,407 1,726 -400 2 2,407 1,907 -901 3 2,407 2,485 -823 4 2,407 2,653 -578 5 2,407 2,115 -871 6 2,407 5,261 1,983